Event description:
Caller reported that a malfunction occurred on the pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.